Manufacturer narrative:
(B)(4).

Event description:
Preoperative diagnosis: degenerated disc c5-6 with foraminal stenosis c5-6 on the right. The patient underwent an anterior cervical fusion c5-6 with peek cage prosthesis insertion and infuse bone morphogenetic protein allograft, and a discectomy with foraminotomy at c5-6 on the right. During the surgery, a small amount of collagen sponge treated with bmp into the inside of the cage and tamped the cage into position to where it was recessed approximately 1 mm. According to the op notes, it seemed to fit snugly. Flowseal was used in the posterolateral corner and also to act as a dam to prevent any bmp from getting into the uncovertebral area where drilling had occurred. Small pieces of collagen sponge were placed on either side of the peek cage, distraction pins were removed, and holes made by the distraction pins were waxed with bone wax. Reportedly, the patient¿s post-operative period was marked by the need for additional surgery, painful medical treatment extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient sustained physical and mental pain and suffering,and emotional/mental damage.